Event description:
Initial info reported by a physician to a sales representative on 26-jul-2010: case involved a female pt (B)(6), who received treatment with injectable poly-l-lactic acid (sculptra) (lot number and expiration date unk) on (B)(6)-2010. On (B)(6)-2010, she presented with a small nodule under her right eye that was slightly visible and palpable. The pt stated that the nodule did not cause her any discomfort but she asked for possible treatment options. No further relevant info was reported.